Event description:
It was reported that the programmer was having stylus pen issues and an error message was received during an interrogation which stated that the programmer was not able to access diagnostics. The episode was grayed out. Technical support (ts) suggested the sr reboot the programmer and try to re-interrogate. Ts also suggesting trying the service disk to fix the issue. The sr replaced the stylus pen and no further pen issues have been experienced. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).